Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there appeared to be some foreign body lining the guidewire, preventing it from being able to be fully retracted into the lumen and giving the impression that it was stuck. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012702693 was returned and analyzed. Preliminary inspection showed the catheter was received intact and without any visible damage. It arrived with a guidewire threaded through it, and tissue was observed attached to the guidewire near the distal tip of the catheter. Aside from this, the slide function operated as expected, and the capture device exhibited a normal shape with no unusual features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed that the guidewire was stuck inside guidewire lumen of spiral array segment. Attempts were made to remove the guidewire from the returned catheter, but it was not possible. The catheter/guidewire compatibility test could not be performed due to the condition of the returned catheter. The catheter was received with the guidewire threaded through it, but the guidewire was stuck within the spiral array and could not be retracted or removed. In conclusion, the catheter did not pass the returned product inspection due to adhered tissue on the distal tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.